Event description:
It was reported that; upon impacting the handle, a piece of metal broke off the bottom of t handle. The piece was retrieved immediately. The surgeon then used the slap hammer to remove the trail, still attached to the t handle, and upon I,parting the hammer on the handle, the blue t part of the handle removed, still leaving the trial in place. The slap hammer was reattached to the trial and successfully removed.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The t handle was returned in 2 pieces. The rubber handle portion was fractured from the metal shaft. Additionally, the inner locking collar was fractured as well. The possible root cause of this event is the application of excessive torsional force leads to instrument not able to handle force applied to insert in disc space leading to cleavage and ductile overload leading to fracture of the instrument.

Event description:
It was reported that; upon impacting the handle, a piece of metal broke off the bottom of t handle. The piece was retrieved immediately. The surgeon then used the slap hammer to remove the trail, still attached to the t handle, and upon I,parting the hammer on the handle, the blue t part of the handle removed, still leaving the trial in place. The slap hammer was reattached to the trial and successfully removed.